Event description:
The customer contact reported the silicone sleeve of the clave secondary port remained in the depressed position. The primary tubing set was being used to deliver 250 ml of normal saline, at a rate of 50ml/hr, via a plum pump. After an unspecified length of time, the male adapter of needleless valve connector adapter of the secondary tubing set was connected to the clave secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified concentration of cisplatin. At this time, the nurse backprimed solution from the primary line into the secondary tubing set; however, there was no flow of solution. It was reported that the nurse disconnected the needless valve connector from the clave secondary port and the silicone sleeve of the clave secondary port remained in the depressed position. The primary and secondary tubing sets were replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.